Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, the maryland bipolar forceps instrument had a broken "drive line." The user continued the planned procedure using a backup instrument with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed no fragment fell into the patient. The patient has not returned to the hospital due to complications related to retention of a foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a dislodged grip cable crimp from the yaw pulley. The yaw pulley was found to be broken. As a result, the grip cable crimp became dislodged from the yaw pulley slot. Further investigation found that the instrument had a broken bipolar yaw pulley that was missing a piece as a result of the breakage. The missing piece measured approximately 0.040" x 0.035". This failure is typically associated with mishandling/misuse, such as excess force applied to the distal end of the instrument. Additionally, a segment of the conductor wire was sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test.